Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Staff have indicated the following two instruments, 36/56 trial liner (221836056) and a 36 acetabular grater (244000536) need to be replaced. The trial liner screw is loose and will no longer connect properly into the trial shell. The acetabular grater was dull due to wear and tear over time and will no longer ¿dig¿ into acetabular bone. Items were discarded. Not intra op so no patient issues or surgical delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.